Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The main body of the camera head was also damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the 4k camera head, poor image, suddenly blacked out. The device was inspected prior to use. The issue was found during an unknown therapeutic procedure. The intended procedure was completed, however it was not known if it was completed using the same device. The camera head was used in conjunction with an otv-s400. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.